Event description:
It was reported that the patient is a member of a class action lawsuit alleging a hip system was unreasonably dangerous due to metal wear with resultant injuries, such as metal-related pathologies. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: biomet part number 15-103205 taperloc micro lat fmrl 11mm lot number 886510. Biomet part number 139264 m2a-magnum 52-60mm tpr insrt-6 lot number 146450. G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.